Event description:
As the surgeon was inserting the screw and applying force for insertion, the screw came out of the driver. As a result of forward momentum of the screwdriver the screw impinged on the l5 nerve root. As the surgeon was removing the screwdriver the screw fell out completely and landed on the dura causing a dural tear.